Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 degenerative tricuspid regurgitation (tr) for a triclip procedure. At the end of the procedure, a triclip steerable guide catheter was not able to be removed from the stabilizer. Heparinized saline was sprayed on the attach, and it came out. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.